Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2021 that the patient reported fever, abdominal erythema, and inferior substernal chest pain which prompted visit to an outside emergency department (ed). The patient was admitted to the outside hospital and cultures were done. The patient was administered vancomycin and cefepime. The site did not have culture results. The patient was transferred to the cleveland clinic and reported being at their baseline at presentation. The patient's infection was stated to be unlikely related to their ventricular assist device (vad) and unrelated to their implant procedure. It was later reported on (B)(6) 2022 that the patient also was presumed to have a driveline infection at the time of the event.